Event description:
Information was received from a patient who was receiving bupivacaine, fentanyl, and baclofen via an implantable pump for non-malignant pain. It was reported that the patient was having issues with the handset connecting to the pump since they got it. It would find the pump and show 90% but then it would take 13 minutes to connect to the pump for bolus. They get 4 boluses. The medtronic representative dropped off the handset 5 months after the pump was implanted and they were not sure if this was the handset that the representative dropped off because the healthcare provider did not hand it to them. They were assisted with clearing the data on the handset. They connected to the pump very fast and saw the lockout screen. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.